Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the screen on his insulin pump became cracked. The customer's last blood glucose reading was 208 mg/dl. He was advised to discontinue using the pump and to revert to a back-up plan. Nothing further reported.